Event description:
A diabetic patient obtained a blood glucose result of 226 mg/dl with the suspect device, and was given insulin based on sliding scale. Paramedics were called because of symptoms and obtained a blood glucose of 39 mg/dl with their device. The hospital device gave 34 mg/dl and the patient was treated with intravenous glucose, monitored, and released. The strips were not stored in the desiccated container provided by bmc.